Event description:
A customer reported he was unable to test his blood glucose due to an unspecified error message received on the adc blood glucose meter. The customer experienced symptoms of dizziness, disorientation, and could not walk, and was incapable of self-treating. The customer had contact with a healthcare professional who diagnosed him with hypoglycemia and glucose was administered intravenously as treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle freedom lite meter were reviewed and the dhrs showed the freestyle freedom lite meter passed all tests prior to release. Dhrs for the freestyle strips were reviewed and the dhrs showed the freestyle strips passed all tests prior to release. The strips expired on 30 nov 18, therefore retain testing is not applicable in this case as retain testing only applies to unexpired product. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The exact date that the incident occurred is unknown. The date entered in section b is based on the report of "4th or 5th of (B)(6) 2021". During the course of troubleshooting it was identified the customer was using expired test strips (nov 2018) to test. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported he was unable to test his blood glucose due to an unspecified error message received on the adc blood glucose meter. The customer experienced symptoms of dizziness, disorientation, and could not walk, and was incapable of self-treating. The customer had contact with a healthcare professional who diagnosed him with hypoglycemia and glucose was administered intravenously as treatment. There was no report of death or permanent impairment associated with this event.